Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation evaluation: reviews of complaint history, device history record, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances. A review of complaint history records shows one other complaint associated with the complaint device lot number. This additional complaint was made by the same customer for the same issue regarding dissatisfaction with the same j-chsg-703000 product. It was determined to be unlikely that these events are an indication of device issue within the entire lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "5. Fill the syringe with sterile saline solution. Eliminate air from the syringe." "6. To inflate the balloon, instill sterile saline solution." "7. Inject a small amount of contrast medium to check the position of the balloons." "8. If desired, deflate the balloon and using fluoroscopic control, advance the catheter along the course of the residual cervical contrast into the uterine cavity. When the catheter's position in the uterus is confirmed, reinflate balloon with sterile saline solution to the maximum volume." "11. Deflate the balloon when the examination is complete and remove the catheter from the cervix." The complaint was confirmed based on customer testimony. Based on the available information, unintended user error caused or contributed to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: purchasing coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a transvaginal hystero salpingo contrast sonography (hycosy ) procedure, the patient experienced a vasovagal reaction after the catheter was placed and inflated with 1 ml of normal saline. Upon trying to deflate the catheter, the doctor applied the syringe onto catheter but didn't twist or screw it in so it didn't deflate. As she was in panic mode and patient was experiencing a vasovagal reaction, the doctor pulled out the catheter without deflation. The balloon was found to be ruptured upon external examination. Patient had to have repeat hycosy and hysteroscopy to ensure no tiny piece of balloon were left inside. No additional consequences to the patient have been reported as a result of this alleged product malfunction.